Event description:
It was reported that the device sparks when it is plugged in. There was no patient involvement. No further information was provided by the customer account.

Event description:
It was reported that the device sparks when it is plugged in. There was no patient involvement. No further information was provided by the customer account.

Manufacturer narrative:
The field service technician confirmed the reported event. He did not actually observe sparking but found the power plug to have loose wires. Based on the risk documentation this can result in sparking when the plug is plugged into or removed from the outlet.